Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Physician stated that upon removing the aspira catheter, he has recently had a few instances where the cuff is sliding off the catheter and remains inside the patient. To date, it has not ad adversely affected any patients. However, this does provide an extra level of discomfort for patient during removal procedure.